Event description:
It was reported the coblator ii system ceased to function during a tonsillectomy. As the issue arose intra-operatively, the procedure was completed using an alternative method. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight, and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no mfg or exp dates can be provided.